Event description:
It was reported that as the emts were unloading the cot from the ambulance that the wheels became situated on a curb and the cot tipped over resulting in the patient fracturing their left shoulder and was hospitalized.